Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level for the past occlusion was not provided; however, the most recent occlusion had no impact. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. Also, the customer rebolused and the occlusion alarm did not reoccur.